Manufacturer narrative:
Internal complaint reference (B)(4). Article: wallace, a. L., calvo, e., cuesta, j. A., lanzetti, r., luengo-alonso, g., rokito, a. S., ... & spoliti, m. (2024). Safety and efficacy of second-generation all-suture anchors in labral tear arthroscopic repairs: prospective, multicenter, 1-year follow-up study. Jses international. H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "safety and efficacy of second-generation all-suture anchors in labral tear arthroscopic repairs: prospective, multicenter, 1-year follow-up study" between nov 2018 and aug 2020, 1 patient had recurrent instability 4 months after a capsular stabilization and bankart repair procedure using a suturefix anchor. The patient required an open latarjet procedure. The event was marked as recovering/resolving and recovery to date has been satisfactory. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case is a duplicate event that was previously logged in the system. This event was previously reported under report numbers: 1219602-2020-01820, 1219602-2020-01818 and 1219602-2020-01819. If further details are provided confirming the occurrence of a different event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.